Manufacturer narrative:
Analysis of programming history.

Event description:
During a retrospective review or programming and diagnostics data, an instance was found in which a system diagnostic was performed on the patient's generator during implantation, and faulted. The faulted system diagnostics test caused the patient to be programmed to the incorrect settings, and the surgery was conducted without the settings being corrected. The patient had their settings corrected at a later date.